Manufacturer narrative:
Additional information, b5:upon follow-up, it was reported that antibiotic treatment was discontinued. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was not further described. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (1gm, once every 5th day, route and duration were not reported, ongoing) and fortum injection (1gm, daily, route and duration were not reported, ongoing) for the event. At the time of this report, the patient was recovering and pd therapy was ongoing. The patient has been retrained for proper aseptic technique. No additional information is available.